Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
"On (B)(6) 2019 I had a left reverse shoulder replacement with wright components aequalis glenoid baseplate and aequalis reversed centered glenoid sphere. On (B)(6) 2019, and to this day, have developed a red rash, nothing raised and very itchy. It comes out on different areas of my body, one side of my face is completely red and swollen. I have been to a dermatologist, emergency room and no one knows the cause. The only thing different is my prosthetic implant. My diet has not changed, my daily living has not changed... "

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.